Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the coronary artery. A promus premier drug-eluting stent was advanced to treat the lesion; however the stent came off the balloon. The dislodged stent was removed with a snare and the procedure was completed. No patient complications were reported.